Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15 biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw fractured in the patients mouth. The oral surgeon removed the screw. The portions were lost by surgeon when extracting.